Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting of a slow ventricular tachycardia (vt) at a rate of 170 beats per minute (bpm). The device delivered 17 inappropriate shocks as a result. The patient experienced three syncopal episodes during the vt episodes. Additionally, it was reported that the patient had a high potassium level, and was scheduled to undergo dialysis treatment. Technical services (ts) reviewed the stored episodes, and noted the qrs signal amplitude was small, and the t-wave had a larger signal amplitude. The device was programmed to therapy zones at a rate of 200 bpm and 220 bpm. Ts discussed the potential of limited programming options based on the small signal amplitudes. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting of a slow ventricular tachycardia (vt) at a rate of 170 beats per minute (bpm). The device delivered 17 inappropriate shocks as a result. The patient experienced three syncopal episodes during the vt episodes. Additionally, it was reported that the patient had a high potassium level, and was scheduled to undergo dialysis treatment. Technical services (ts) reviewed the stored episodes, and noted the qrs signal amplitude was small, and the t-wave had a larger signal amplitude. The device was programmed to therapy zones at a rate of 200 bpm and 220 bpm. Ts discussed the potential of limited programming options based on the small signal amplitudes. No additional adverse patient effects were reported. This device remains in service.